Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery five times in row. Customer stated she had changed out everything in the morning. The customer's blood glucose was 276 mg/dl, unable to treat. Troubleshooting was performed, customer was advised to disconnect at the quick release. She performed a fixed prime and insulin didn't exit. Customer was then advised to disconnect and reconnect the reservoir and infusion set, manually push insulin through tubing using the reservoir plunger, and insulin did exit the tubing. The customer was advised the alarm was caused by an infusion set/reservoir connection. The customer is not returning the reservoir for analysis.